Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector was involved in a disconnection incident. The reporter stated that this event resulted in wasted intravenous fluid and tubing, indicating that the issue occurred during infusion. There was no report patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.